Event description:
Hawkins 2 localization needle inserted via CT guidance into the lung. During surgery, it was noted that a small piece of the wire remained in the pt's lung. Surgical procedure was required to remove the piece of wire.

Manufacturer narrative:
There is no product available for return from the customer. The customer inserted the needle CT-guided into the lung. The intended use of the device is to localize nonpalpable breast lesions. The catalog states the product line is "for temporary fixation (of the wire) during a confirming mammogram" in which the wire is then removed afterwards with the lesion/tissue that was marked from the breast tissue. The incident was caused by customer misuse; the breast needle was used for a lung procedure.